Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified left main (lm) and circumflex artery (cx). A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. While the location of the stent was being adjusted before deploying, the stent got stuck in the lesion and slid off the balloon. The balloon came back into the guide catheter and the stent was left undeployed in the lm and cx. The stent was removed by snaring and the procedure was completed with a 2.75 x 24 synergy xd des. No patient complications were reported and the patient status was stable.